Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found the device was received in "medium condition", with small wears and tears on the device. The device was let to run about 3 hours. During that time nothing happened. The device was fully functional. In the end after performing the entire repair a long-term functional test was performed and the entire time the device was fully functional and the temp after calibration was stable and in range. The complaint was unable to be duplicated or confirmed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Broken tank cover, tank gasket and o-rings were replaced.

Event description:
It was reported that the temperature rises to 49 degrees celsius and sounds the alarm. Patient involvement is unknown.